Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachment(s) located in notes & attachments section of the product complaint. The image(s) was reviewed, and the complaint condition of loose was confirmed as the image(s) showed the set screw has loosened from the screw allowing the rod to migrate. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was not performed as the lot number could not be determined from the image(s). There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp;kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision on (B)(6) 2020 due to the spinal rod had migrated superiorly. During the revision the unitized set screws and rods were replaced. The patient had previously implanted verse pedicle screws, verse unitized set screws, and 5.5 mm titanium rods. All the 4 sets screws on the left hand side were loose which allowed the left rod to migrate and during the surgery the 5 set screws on the right were identified to be loose also. The right rod did not move. The surgeon replaced all 9 set screws and 2 rods. The surgeon performed a revision by replacing the unitized set screws and rods. Concomitant devices reported: 5.5 exp verse unitized set scr (part # 199721001, lot # unknown, quantity 8); viper2 straight rod-480mm (part # 186789480, lot # unknown, quantity 1); 5.5 expedium verse screws (part# 1997-21-645, lot# unknown, quantity unknown); 5.5 mm titanium rod (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5.5 exp verse unitized set scr. This is report 1 of 10 for (B)(4).